Manufacturer narrative:
User facility / importer report number: (B)(4).

Event description:
It was reported that one healicoil suture anchor was used during a shoulder procedure; however, the patient had another planned shoulder surgery (not a revision surgery) and it was found that the same healicoil suture anchor backed up partially with fractures in the anchor. Per received information, it broke inside the patient between both surgeries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. The root cause of the reported ¿suture anchor failure¿ cannot be determined based solely on the surgical reports. There are various unknown potential factors, such as the patient¿s compliance with post-operative care and instructions, as well as the history of shoulder impingement syndrome, the re-tearing of the repair, and the anchor placement technique used. Therefore the exact cause cannot be concluded.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.